Event description:
The customer reported that the t:slim x2 pump battery would not charge and there was a power source alert in the pump history. It was confirmed that using a different wall adapter resolved the issue, and the pump began charging normally. There was no adverse impact to the customer¿s blood glucose level as the problem did not lead to a pump shutdown or prevent the pump from turning back on. No further assistance was required after the resolution.